Event description:
The pt reported on (B)(6) 2014 her blood glucose and insulin history. She went to the hospital and upon arrival she was take to labor and delivery because she is pregnant. At 10:00 am a bg meter comparison was performed. Her pdm read 237 mg/dl vs 287 mg/dl for the hospital's meter. They placed her on an intravenous therapy of fluids. Upon removal she noticed there was a lot of condensation in the cannula window. She recently received a letter from abbott diabetes in regards tot he test strips recall and she believes this is why she is getting low readings from the pdm. The pod was discarded and later that day she was released from the hospital.

Manufacturer narrative:
The product was not retuned for evaluation. We are unable to confirm the reported malfunction. The customer was using one of abbott diabetes test strips that was on the recall list (ref adc recall (z-1211-2014 and z-1212-2014), which could contribute to the pt's hospitalization. No product lot number was reported therefore no qualification records were reviewed.